Event description:
This pt had implant of medtronic pain pump, intrathecal catheter. Pt noted swelling over posterior spine and small seepage in the area of swelling. Pt was taken to the or where it was discovered the intrathecal catheter was fractured the lamena and spinous processes level. With fluoroscopic visualization the proximal tip was idnetified and pulled back.